Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument jammed and the staples did not form properly resulting in a dysfunctioning colostomy, the surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.